Manufacturer narrative:
(B)(4), carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the pcba main board and visually inspected part. Noticed no barometic press. Installed in known good unit. Events log recorded multiple vent inop messages, motor faults, and xdcr faults, turb diff press calibration test failed at 60 cmh2o with a/d: 5. Findings/root-cause: bad turb diff press transducers will cause motor faults which will cause vent inop. This issue is addressed in an internal correction.

Event description:
The customer reported that the ventilator is alarming vent inoperative.